Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4 - expiration date. D9 - date device returned to manufacturer. G1 - manufacturing site name and address. H4 - device manufacture date. H6 - codes updated to imdrf codes. Visual inspection: the complaint device 6.5 ti recon screw t25 sd 85-sterile (product code: 04.003.027s, lot number: 65p4935) was returned to cq west chester in the original packaging for investigation. The outer packaging and the inner tray were bent and deformed. The device was not affected. Document/specification review: based on the date of manufacture, the current and manufactured version of drawings for the part was reviewed: recon screw, 04_003_022 rev b (current and manufactured) dimensional inspection: this inspection was not relevant for the complaint allegation of damaged packaging. Conclusion: the complaint device packaging was returned in a damaged state, and this could have happened during transportation of the device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2021. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set, it was observed that 6.5 ti recon screw t25 sd 85-sterile was broken. There was no known patient or hospital involvement. This report is for one (1) 6.5mm ti recon screw with t25 stardrive 85mm-sterile. This is report 1 of 1 for (B)(4).